Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch reportedly leaked an unspecified fluid/infusate at the tubing location during a patient's infusion. The patient was not harmed.

Manufacturer narrative:
The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. One used sample and one photo of the set in a bag from the same lot were returned for investigation. As received a small puncture was observed on the tubing. The set was leak tested and a leak was observed from the tubing. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The complaint of leaking from tubing can be confirmed due to the observed puncture. The probable cause is unknown.